Event description:
It was reported that when the patient presented remotely via merlin.net, low sensing, noise and no capture was observed on the right ventricular lead. Later when the patient came to the clinic, chest x -ray revealed lead dislodgement. The physician explanted and replaced the lead. The patient did not experience any adverse consequences post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.